Event description:
It was reported that the patient had a stroke following the procedure. A 23mm lotus edge valve system was selected for a transcatheter aortic valve replacement(tavr) procedure. Access was gained through a right transfemoral approach. The lotus edge valve was implanted successfully. The patient was stable at the end of the procedure. Within 24 hours post procedure, the patient developed a stroke.